Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint that the suction irrigator could not be retracted. Fa identified the primary failure of a dislodges snake wrist to be related to the customer reported complaint. Upon visual inspection, the product was found to have the female snake wrist disk dislodged from the end cap snake wrist disk at the distal end. The end cap snake wrist disk appeared dislodged from the main tube. Fa confirmed no pieces were missing. The dislodged disks can cause the instrument to get stuck within an 8 mm cannula due to the disks not being flush with the width of the cannula. Review of the logs found no failures related to the reported instrument. The root cause of the dislodged snake wrist disks is attributed to mishandling/misuse. Additional observations not reported by the customer include that the suction irrigator was found to have a broken pitch cable at the distal end. The other cables were not damaged. The root cause for the broken pitch cable is attributed to a component failure. The dislodged end cap snake wrist disk exhibited signs of corrosion. The key of the snake wrist disk exhibited orange discoloration. The root cause for this failure is attributed to mishandling/misuse. No image or procedure video was provided for review. A log review was performed and confirmed that a pulmonary wedge resection procedure was performed on 07-apr-2022 on system (B)(4). This complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted diagnostic pulmonary wedge resection surgical procedure, the suction irrigator could not be extracted. The customer had to remove the whole cannula. The procedure was converted to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained additional information. The surgeon stated that the issue with the suction irrigators occurred in the same procedure and had different lot numbers. The first suction irrigator was introduced into the port in an 8 mm reducer, but could not be removed from the reducer. The staff removed the irrigator with the reducer, but the port cannula remained in the patient. Upon inspection, the surgeon noticed damage to the suction irrigator: near the hinge point, the metallic ring had moved and was stuck in an offset position. This ring caught on the reducer which made it difficult to remove. The surgeon confirmed that the procedure was converted for a separate reason, an extracorporeal anastomosis, rather than because of the issue with the suction irrigator. The surgeon stated the suction irrigator issue had no real effect on the patient or procedure outcomes, other than requiring the extra instruments. The surgeon confirmed that the or team inspects the instruments and accessories prior to use and no damage was noted. The surgeon stated that the suction irrigator did not undergo any collisions, that there was a good amount of separation between the ports, and there was no indication that it hit anything hard intracorporeally.